Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h10. Correction: it was also noted from the additional information received that the procedure was completed using the same device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air water nozzle was clogged with a solid black foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned , the following evaluation findings were observed: the bending section glue was worn out, the light guide rod lenses gluing had wear and tear, the charged coupled device (ccd) cover lens was slightly discolored, the plastic distal end cover cap was damaged, crease was noted on the connecting tube, the universal cord unit had wrinkles, the scope cover was cracked, switch 1 and 2 buttons rubber were both pierced but leak-free, the scope connector electrical contact was damaged, the biopsy channel was worn and the angulations were out of specification. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had aspiration system issue and air/water flow issue. Upon inspection of the customer¿s returned device it was observed, the nozzle of the subject device was clogging with solid and dark material. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received from the reported indicating, the reported issue occurred on (B)(6) 2022 following a diagnostic gastroscopic procedure. There was no patient consequences in this event. The event is under investigation. A supplemental report will be submitted upon receiving additional information.